Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix lock mechanism was broken. A field service engineer replaced the matrix drawer chassis and attached hardware components, and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a broken matrix lock mechanism. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.